Event description:
Customer reported that during ventilation, a panel connection loss occurred, leading them to interrupt ventilation and switch to another device. No health impact or adverse consequences occurred for the patient.

Manufacturer narrative:
Hamilton medical ag received the logfiles of the device for analysis. Based on the analysis of the log files, the device recorded a panel connection lost. The "panel connection lost" alarm indicates that communication between the interaction panel (ip) and ventilator unit (vu) is interrupted. The incident did occur during ventilation and a additional device were required. No patient health impact or consequences occurred. The service technician conducted troubleshooting and identified the root cause as a defective ip (interaction panel) esm . Consequently, the defective component was replaced. After the replacement, the device worked as intended and passed the test software (tsw).